Event description:
A us distributor reported that a battery pack had battery/charger faults and was unable to power a monitor.

Manufacturer narrative:
Device evaluation of battery pack is underway. The reported problem (battery/charger faults) was confirmed. Upon investigation the battery was unable to power on a monitor. The battery was returned to itech for further investigation. Investigation underway. No adverse event resulted from the damaged battery.